Event description:
It was reported that during the implant procedure, the lead exhibited high impedance. The lead was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).